Event description:
It was reported that the wake button was not working "when trying to give bolus." Additionally, it was reported that the pump touch screen was unresponsive. As well, as that that the customer experienced ¿battery charging issues." There was no adverse impact to customer's blood glucose. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.